Event description:
Complainant alleged that while attempting to pace a patient, (age & gender unknown) the device was unable to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.